Manufacturer narrative:
(B)(4). Multiple attempts to contact the reporter of the complaint were done to request the return of the product for analysis as well as to ask for the product serial number, the date of the event, and the implant and explant dates. This information has not yet been received by allergan. The connector type cannot be identified, nor an assumption be made as to the type of connector associated with this complaint because no serial number of implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical and physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant date will be requested. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Patient reported that the port section of the lap-band system allegedly "flipped" twice and that the patient experienced mild discomfort. It was not mentioned if the port was repositioned or removed. These events have not been confirmed by a healthcare professional.